Event description:
During scheduled repeat c/s (culture and sensitivity) and salpingectomy, the covidien ligasure exact dissector did not work properly, and dr. Felt a "burning" sensation from the ligasure on her finger, but glove was intact. Lot number: 41660043x, there was difficulty plugging it into the esu (electrosurgical unit). When it was connected and the bovi had the lights on, it did not cauterize when pressed by the physician. That's what I meant by not working properly, we expected it to cut the tubes. Dr. Noted that the ligasure felt warm on her fingers, but was no injury noted. We replaced it with another one and that one worked. Biomed was notified of this issue and were looking into it.